Event description:
It was reported that this implantable pacemaker ran out of battery. The patient will not be getting a device replacement and said that the old device is still implanted. Boston scientific technical services referred patient to physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.